Event description:
A male pt's wife contacted lifecor customer support to report that one of the pins inside the monitor had broken when the pt inserted the battery pack. Support sent a pt services rep (psr) to the pt to replace the monitor and battery packs.

Manufacturer narrative:
Device MFR dates: monitor. Battery packs - 2007. Device evaluation summary: device evaluations of monitor, batter packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional and had no damage to their connectors. They were retested and restocked. The damage connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and battery packs.